Event description:
It was reported that insulin gauge displayed an amount different than expected and that fill estimate remained static at 175 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support and was informed that this could happen when there was a large difference in measured pressures used to calculate remaining insulin, and that fill estimate would resume counting down once actual insulin amount matched the static value; customer understood and acknowledged this explanation, and no further actions were documented.